Event description:
The affiliate reported that the connection between the unitized catheter and valve was broken. The patient was hospitalized for 3 additional weeks after infection. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was found that the catheter has detached from the valve. Although it is not possible to determine the exact root cause it might be possible that the device came in contact with the edge of a sharp instrument either during in implantation or explantation of the device. This however could not be confirmed. A review of the device history records could not be conducted as the device lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.